Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to allergy to nickel. Patient has a nickel allergy that wasn't discovered until after the attune right knee was implanted. Patient needed xz manipulations. Surgeon removed all attune implants and replaced with titanium implants. Doi: unknown, dor: (B)(6) 2020, right knee.